Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. The clip became caught on the septal leaflet and while repositioning the clip leaflet became flail and ruptured. The clip was repositioned and was able to grasp the chord along with the leaflets and reduce tr to grade <1. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (poor imaging, clip caught on septal leaflet during positioning). A cause for the reported poor imaging could not be conclusively determined. The reported tissue injury is a cascading event of the troubleshooting performed for the entrapment of device. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.